Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 5/08/2017 with the following findings: during testing, it was observed that the battery compartment was cracked. The pump was opened and there was moisture damage found on the keypad flex connector and the ok button was unresponsive to user presses. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed damage to the battery compartment and moisture in the pump. This report is made based on results of investigation completed on 5/08/2017.